Event description:
On (B)(6) 2015. A covidien service engineer was notified of an adverse event that had occurred on (B)(6) 2014. The covidien service engineer reported that the patient's family reached out to the respiratory therapist on call at hospital (B)(6) on (B)(6) 2014, to report that the patient, who was residing at home at the time, was found pale and unresponsive. Reportedly, the patient had pulled off the tracheostomy circuit. The therapist who took the call could hear the device's alarms. The doctor arrived at the scene and the ventilator was switched off at 5:10 am.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and could not duplicate the reported malfunction. The device passed all testing.

Manufacturer narrative:
There is no allegation of system malfunction at this time. Additional information has been requested.